Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that the patient experienced infusion set adhesion issues on (B)(6) 2026. The cause of the adhesion failure was unknown. No further information available.